Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this pacemaker exhibited periods of unexpected pacing at the programmed lower rate limit (lrl) during exercise resulting in what the patient described as a throbbing sensation in their chest. Exercise testing was performed in clinic and the behavior confirmed with a drop in pacing from 185 ppm to 73 ppm. Minute ventilation (mv) sensor interference was suspected to be the cause but was not confirmed at the time of testing. No further information is available at this time. This system remains in service.